Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set cannula was kinked within 3 or more hours after insertion at abdomen and thigh, which cause the patient blood glucose elevated to 525 mg/dl, therefore patient had received correction injection via mdi. The infusion set was in use for 5 to 12 hours. The patient replaced infusion set again after the second event and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.